Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the needle 18ga 1in blunt fill sla the needle was loose/pulled out of hub. The following information was provided by the initial reporter. The customer stated: "during the handling of the needle for aspiration of medication, the needle came off the base." There was no harm to the patient or health care provider.

Event description:
It was reported when using the needle 18ga 1in blunt fill sla the needle was loose/pulled out of hub. The following information was provided by the initial reporter. The customer stated: "during the handling of the needle for aspiration of medication, the needle came off the base." There was no harm to the patient or health care provider.

Manufacturer narrative:
H6: investigation summary: photos received for investigation, upon inspection it is possible to observe the incident needle pulled out of hub. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Through the analysis of the batch history, it was evidenced that all cannula-hub traction test of the assembled needle batches used in the packaged batch were performed according to the established frequency and all results were approved. Possible root cause for the incident was the failure to apply the resin (which guarantees the fixation between the cannula and the hub) due to a leak in the resin valve. Corrective actions were taken after the incident became evident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.